Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012, the patient was initially implanted with a bifurcated stent and two suprarenal extension. On (B)(6) 2017, endologix was made aware of a type 3b endoleak with sac growth. It was reported that on (B)(6) 2017 the physician elected to reline the initial implant with a non-endologix stent to resolve this leak. The patient was reported as doing well and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to refute the type 3b endoleak of the main body, rather it is a none-specific endoleak (indeterminate). The most likely cause of the loss of seal (unknown endoleak) could not be determined due to the lack of imaging surrounding the event procedure. Procedure related harms included type 2 endoleak. The patient was discharged in the stable condition on the second post-operative day. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.